Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high sodium (na) result generated by the unicel dxc 600 pro synchron clinical systems. The na result was reported out of the lab and a physician questioned the result. The specimen was re-tested and amended report was issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The ise system is calibrated every 4 hours followed by a qc run. Prior to the event, na qc results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse cultured the ise system and then decontaminated the ise flow cell. There was no growth on the cultures. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.